Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that they experienced no audio output and an adverse event on (B)(6) 2016. Patient stated that they were at work and had a missed low because the receiver did not alarm. The patient became incoherent and some of his coworkers noticed and called the paramedics. When the paramedics arrived, they administered two glucose shots and the patient recovered. The patient did not require hospitalization. Additionally, the patient tested the receiver and it did not beep. No further event or patient information is available.

Manufacturer narrative:
(B)(4).